Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by visual inspection of the wash well and probe. The wash well was found to be full and the probe showed evidence of wash splatters. After inspection of the wash mechanism and wash probes, fse found two probe tips inside the wash well of probe number two causing back splash from wash well. Fse removed the probe tips from wash well and checked wash probe alignments to test cups and wash well. Fse primed wash several times with no apparent evidence of any splash of wash or wetness in the area of the wash probes. After fse left the customer's site, the customer ran 20-30 samples and experienced the probe area was wet again. Fse follow up with the customer and returned onsite for further investigation and replaced wash probe 2 and waste valve. Customer validated the analyzer by performing quality controls (qc) and the analyzer was returned to service. The aia-2000 analyzer is functioning as expected. No further action required by field service. A complaint history review and service history review for similar complaints was performed for the serial number 10384602 through aware was performed. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to failure of the wash probe number 2 and the waste valve.

Event description:
A customer reported b/f probe dripping on the aia-2000 analyzer. Customer stated no maintenance and did not observe any loose tubing. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.